Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code (1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. The battery was sent to lab for analysis, and it was found cathode material on a2, a3, and a4, however analysis did not identify the root cause that contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.